Event description:
The accounts maintenance stated that the pt positioning monitor (ppm) will not alarm in exiting or positioning modes.

Manufacturer narrative:
The field tech went to the account to investigate and the account was unable to locate the bed.